Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. As received the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Upon investigation igbt q12 and diodes d22 and d18 were shorted on the defibrillator pca, multiple power supplies were shorted and several components were thermally damaged on the defibrillator pca and computer/analog board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.